Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient sample resulted as negative for covid, flu a, and flu b from the analyzer. The following day the patient tested themselves using an unspecified at home test and obtained a positive result. There were no health impact or consequences reported. No additional information was provided after several follow up attempts by bd. (B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4328851. The customer reported that they tested a patient with the veritor kit and received a negative result, and the patient got a positive test the following day with an at home test. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient sample resulted as negative for covid, flu a, and flu b from the analyzer. The following day the patient tested themselves using an unspecified at home test and obtained a positive result. There were no health impact or consequences reported. No additional information was provided after several follow up attempts by bd. Eua (B)(4).